Event description:
This report summarizes 2 malfunction events, where it was reported the cot height could not be adjusted. There was no patient involvement.

Manufacturer narrative:
The investigation of the remaining device was completed and the issue was confirmed; the device had a broken/damaged component. The device was repaired in the field and returned to service.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot height could not be adjusted. There was no patient involvement.